Manufacturer narrative:
Additional information was added: the lot was manufactured from july 05, 2019 - july 11, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor underinfused. It was further reported that 50ml remained after the scheduled time. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.